Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, after deployment, a mild leak was noted on an echocardiogram. A balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon. During an initial inflation of the balloon, the patient's pressure was greater than 200. The pacing rate was increased from 160 to 180 beats per minute (bpm). As the balloon was being deflated, the temporary pacer was turned off and the balloon and valve embolized into the ascending aorta. At this time, a 34 mm valve was attempted, however the implanting physician was unable to advance the valve through the 29 mm valve that was being held in position by a snare in the ascending aorta. After multiple attempts to advance the valve were unsuccessful, a non-medtronic valve was implanted. No additional adverse patient effects were reported.